Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft vamf3434c200te was implanted in a patient for the endovascular treatment of a thoracic aortic ulcer. It was reported that during the index procedure, after the stent graft was implanted, the proximal end collapsed. An additional stent graft was implanted vamf3636c200te and the event was reported to be resolved. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.